Event description:
The user facility reported that a patient with anterior st-elevation myocardial infarction was found to be in acute myocardial infarction/cardiogenic shock. The decision was made to place an impella 5.5. During placement, before the graft could be anastomosed, the patient decompensated. The patient was cannulated for peripheral extracorporeal membrane oxygenation (ECMO) when the right ventricle free wall and interventricular septum ruptured simultaneously. The patient was crashed onto a peripheral venoarterial ECMO and an extensive repair surgery was completed. ECMO was reconfigured to central ECMO with left ventricle (lv) vent extending from the right upper pulmonary vein into the lv through the mitral valve. Two days post procedure, the decision was made to bring the patient back to hybrid operating room for impella 5.5 placement. The impella 5.5 was successfully placed. During support, it was reported that the patient had computed tomography images taken and there were three areas of infarct and a brain bleed noted. Ultimately care was withdrawn and the patient expired.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella 5.5 with smart assist for use during cardiogenic shock. Section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: warnings, cautions & precautions: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿